Event description:
It was reported that the patient developed an infection, therefore, the artificial urinary sphincter (aus) was explanted. No further information was provided.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: with all the available information, boston scientific concludes that product malfunction could not be identified as the probable cause of the reported events as there was no malfunction found with all three components during the product analysis. Infection is included as potential adverse events within the product labeling; therefore, it was concluded that the reported event is a known inherent risk of the device. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump component was visually and microscopically inspected. Under the microscope, it was observed that there was very light krt (kink resistant tubing) wear. Inspection of the remainder of the device, revealed no other damage or irregularities. The pump passed the leak test. The cuff component was visually and microscopically inspected, no damage or irregularities were observed. The cuff passed the leak test. The balloon component was visually and microscopically inspected, no damage or irregularities were observed. The balloon passed the leak test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists infection as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed an infection, therefore, the artificial urinary sphincter (aus) was explanted. No further information was provided.